Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0375 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was found to be ruptured after the package was opened.